Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a mahurkar dialysis catheter. The customer reports, "during dialysis, an important split was noticed at the area of the red plastic adapter, it caused a blood leak; the dialysis was stopped immediately and a new catheter had to be fitted."